Event description:
It was reported that following a ptca/stent procedure a thrombus appeared proximal to the stented area. Post dilations to the stent resolved the thrombus and reportedly no patient injury was associated with this event.